Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intended on entering a blood glucose (bg) value of 97 mg/dl, and inadvertently entered and delivered 9.7 units of insulin. Reportedly, the customer¿s bg lowered to 19 mg/dl, experienced loss of consciousness, and experienced seizures. Subsequently, the customer was admitted to the hospital. Customer was treated with an insulin drip and released from the hospital on (B)(6) 2019 with no known longer term damage.